Manufacturer narrative:
Weight: patient weight was not reported. Approximate age of device ¿ 3 days. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced 26 beats of non-sustained ventricular tachycardia (nsvt) overnight on (B)(6) 2016. The event was self-terminating and the patient did not feel it. The device was interrogated on (B)(6) 2016 and it was determined that the patient had one run of 32 beats nsvt that morning with rates ranging from 100 to 150 and another 7 beats of nsvt at 150bpm. No change in ICD was made. Cored was increased to 12.5mg. It was reported the patient experienced one run of 6 beats of nsvt rate of 170. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported event could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system instruction for use lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.